Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this electrode felt the electrode had moved. Review of the electrode under x-ray noted the electrode was pulled down into a hook shape. A revision procedure was performed. The electrode was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.